Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.

Event description:
(B)(4).